Event description:
Information received indicates the technician could not engage the trendelenburg function.

Manufacturer narrative:
The technician adjusted the trend engagement and low limit switches to repair the bed.